Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please confirm if the suture (thread) or the needle broke during this procedure. Please provide any additional details. Please confirm the number of devices that had an issue during this procedure. Was the needle piece retrieved during the same procedure or was an additional unplanned procedure required? Did the "increase on patients pain" require a change on the patient's post operative care? How was the increase of pain treated? Was there any medical or surgical intervention performed? If medication was required, please clarify if it was prescription strength. Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent a tumor resection on (B)(6) 2024, and suture was used. The patient was diagnosed with a back tumor and underwent surgery. When the doctor sutured the patient, the suture broke, posing a risk of needle retention in the body. The surgery was performed to retrieve the broken needle, replace it with another needle, and continue the surgery. This incident further increased the patient's pain. Additional information has been requested.